Event description:
Technician reported over infusion of tpn with pt. Total bag volume was 834ml. Total to infuse was 784ml. Rate was one-hour ramp up at 33.8 ml to 52.3ml/hr for 14 hours with one-hour ramp down at 33ml. Infusion started at 6:33 on 3/31. Pump completed up ramp at 7:33 pm and when pump went into down ramp at 9:30am the bag was empty. Technician stated nurse had reported she had an occlusion alarm and an air in line alarm, which she was able to clear before pump went into down ramp mode. Nurse's report stated no injury to patient and no medical intervention.